Event description:
It was reported that during a percutaneous coronary intervention the device froze on the guide wire and there were withdrawal difficulties. A 2.50x23mm promus stent was implanted in the lesion. A 2.75x12mm nc quantum apex balloon catheter was then advanced for post-dilation and inflated to 12 atms and 18 atms. Upon attempting to removed the quantum apex balloon catheter severe resistance was encountered. The device was successfully removed along with a non-bsc guide wire. The guide wire was unintentionally removed. The quantum apex balloon was exchanged for a 2.75x12mm non-bsc balloon catheter and the same guide wire was used to complete the procedure. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous coronary intervention the device froze on the guide wire and there were withdrawal difficulties. A 2.50x23mm promus stent was implanted in the lesion. A 2.75x12mm nc quantum apex balloon catheter was then advanced for post-dilation and inflated to 12 atms and 18 atms. Upon attempting to removed the quantum apex balloon catheter severe resistance was encountered. The device was successfully removed along with a non-bsc guide wire. The guide wire was unintentionally removed. The quantum apex balloon was exchanged for a 2.75x12mm non-bsc balloon catheter and the same guide wire was used to complete the procedure. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR: the tip of the balloon catheter was damaged but there was no other damage to the catheter. The inner diameter of the wire lumen was measured at both ends with a calibrated pin gauge and were within specification. A .014" outer diameter guidewire was loaded into the distal tip and advanced completely through the lumen without encountering any unusual resistance. The catheter was inflated to nominal pressure with an inflation device filled with water while the catheter was loaded over the wire. It was confirmed that the wire moved easily in the wire lumen while the catheter was inflated. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. Based on a thorough analysis of the returned device, which revealed no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty, the root cause was unable to be determined. (B)(4).